Event description:
Device 1 of 2: reference MFR report: 1627487-2011-10345. The pt received the scs system on (B)(6) 2011. It was reported the pt experienced stabbing pains at the ipg and lead sites. The pain is being treated with medication. X-rays did not reveal any anomalies. The entire scs system was removed on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.